Event description:
I had to have a hysterectomy done 5 days ago because my essure coils moved, making me have severe pain and bleed. Shreads of nickel and pet fibers were found in my uterus. I am now off work for 2 months and suffering.